Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "failed accuracy test", which was reproduced via flow accuracy testing. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed accuracy testing during an unspecified process step. There was no patient involvement. No additional information is available.